Manufacturer narrative:
(B)(4). Information was received from a distributor who is not required to complete form 3500a. Visual inspection of the returned alignment frame determined that the thumb screw was fractured and the o-ring was missing. Dimensional evaluation verified that the diameter of the threaded shaft and material hardness conformed to print specifications. Review of receiving inspection report verified that the device conformed to specifications and was sent to inventory. This device is used for treatment. Based on the manufacture date, the potential field age of the a-frame is approximately 4 years and 7 months. The frequency of use of this instrument is unknown. Based on the review of the returned device, a specific cause for the missing o-ring and broken thumb screw could not be determined with certainty. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the alignment frame broke during impaction of the shell.